Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The knee revision surgery conducted on (B)(6) 2024 was not performed on smith+nephew implants. We now consider this complaint closed.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a patient underwent a revision total knee arthroplasty after an unknown length of time in-vivo due to complaints of instability/ unstable knee. The patient's current health status is unknown. (It was noted that there was a significant delay (>30 minutes) during this revision procedure). It was communicated that no patient information is available, but reportedly, there was no injury or other damage. Although complaints of instability (after an unknown length of time in-vivo) reportedly led to the revision, definitive contributing clinical factors cannot be confirmed based on the limited information provided. The patient impact beyond the reported revision secondary to instability/unstable knee cannot be determined but a transient post-surgical restorative phase would be anticipated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d1 (system revised was a legion system).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient complained about instability on their knee. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).